Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device would not power on. The complainant indicated that there was no pt involvemnt in the reported failure.